Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alarm 113 (reduced water temperature control) and maintenance to be performed. Per review of wo on 26jan2023, there was no patient involvement. Per follow up information received via email on 26jan2023, both pumps were replaced. The date of event occurred was (B)(6) 2023. Per follow up information received via email on 27jan2023, it was found during repair that device needed a new calibration.

Event description:
It was reported that the arctic sun device received an alarm 113 (reduced water temperature control) and maintenance to be performed. As per review of wo on 26jan2023, there was no patient involvement. As per follow up information received via email on 26jan2023, both pumps were replaced. The date of event occurred was 21jan2023. As per follow up information received via email on 27jan2023, it was found during repair that device needed a new calibration. As per sample evaluation results received on 17mar2023, it was reported that that the root cause of the reported issue was due to a failed mixing pump. It was stated that a weak circulation pump also contributed to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. A root cause of the reported issue is due to a failed mixing pump. Mixing pump was replaced during the pm. A weak circulation pump also contributed to the reported issue. The device underwent pm servicing while in for repair. Circulation pump, also heater and both drain ports have been replaced. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.